Event description:
It was reported that the coil fractured, resulting in an unretrieved device fragment. An embold? Fibered 6x20 was selected for use to treat an abdominal aortic aneurysm along with a truselect microcatheter. Prior to use of the embold device, a non-boston scientific liquid embolic agent was used to treat the lesion. The target vessel was reported to be tortuous. During the procedure, while positioning and deploying the coil in the proximal inferior mesenteric artery, there was resistance encountered in the coil detachment system. As a result, the coil fractured, with a fragment of the coil breaking off within the patient. Several attempts were made to retrieve the coil fragment using an unknown 4mm micro-snare, but attempts were unsuccessful. The physician was unable to retrieve the coil fragment, which was observed proximally at the level of the left colic artery, outside of the target lesion. No further intervention was reported.

Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.